Event description:
The day they implanted me with essure it was horrible. It took like two minutes but felt like two years. It was very painful that the nurse had to hold me down and all I can think of was that I was in pain. I told the doctor that I was hurting really bad and he said that it'll last a few days but prescribed me meds for the pain hydrocodones 10/500s since then its an on going pain, bleeding down my legs, hurts while intercourse, abnormal periods, tired all the time and I would never be the same. I have gone through lots of test. No cancer. No other problems. But I am going to have a hysterectomy to remove the device in about a week. And I have had several miscarriages. How can you all have such a thing like this for women with all the complications. (B)(4).